Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip energy wire broke loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Blood was observed on the handle of the harvesting tool. The heater wire was flexed away at the center from the hot jaw. The wire remained in place at the base and tip of the jaws. Tissue and char buildup was observed on the jaws. The silicone insulation was peeled away from base of the cold jaw support. The hot jaw assembly was loose due to which both the jaws didn't match up. It was observed that the jaws were not align with each other. Based on the investigation and returned condition of the device the complaint was confirmed for the reported failure mode "bent wire" and both the analyzed failure modes "peeled jaws" and "mechanical issue (jaws did not match up/align). Specific actions for the failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip energy wire broke loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.